Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 22, 2024, with lot number 2905786. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, confirmed via mammogram. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21may2024.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, confirmed via mammogram. Device remains implanted.